Event description:
Diagnostic methods included the patient reporting on (B)(6) 2015.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
No anomalies were found on the implantable neurostimulator (ins). The ins functioned properly for 48 hours at body temperature. The output was monitored across electrodes e2 (-) and e3 (+). The control device was programmed and monitor with the same parameters.

Event description:
Additional information received reported device interrogation had abnormal results of volts too high. The etiology was programming /stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0mdgy, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014-, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that starting on (B)(6) 2015 the patient whose indication for use is movement disorders had experienced bilateral tightness in arms and mild zaps in arms days after a deep brain stimulator adjustment. The patient had paresthesia secondary to deep brain stimulation. The patient was reprogrammed on (B)(6) 2015. The outcome was resolved without sequelae.